Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after eating fried potatoes and chicken without announcing the meal, the user experienced elevated blood glucose that rose to 382 mg/dl and later peaked at 400 mg/dl while using the ilet system; insulin flow from the tubing was visually confirmed, and the user considered potential infusion site scarring, with guidance provided to inspect for leaks and replace the infusion set and supplies if correction did not occur. Symptoms included hyperglycemia. Outcomes included self-correction with blood glucose trending downward and no hospitalization. Investigation included user troubleshooting, verification of insulin flow, and counseling on site change and supply replacement. Investigation of this case revealed no device malfunction identified and a potential contribution from unannounced carbohydrate intake and possible infusion site integrity issues. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.